Event description:
It was reported that during the last office interrogation the implantable cardioverter defibrillator (ICD) showed a high out of range pacing impedance measurement greater than 3,000 ohms and a high out of range shock lead impedance greater than 200 ohms on this right ventricular (rv) lead. There is suspected electromagnetic interference (emi) due to normal rv and shock impedance measurements have been recorded since this observation. The battery status is normal. At this time, the device and lead remain in service. No adverse patient effects were reported.